Event description:
Boston scientific received information that during a post-operative check, the ventricular threshold (right ventricular lead model/serial 4457/(B)(4)) was noted to have risen. A surgical procedure was performed and the ventricular lead was repositioned. It also appeared during that procedure that this right atrial (ra) lead had dislodged. After the two leads were repositioned, measurements were acecptable and stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.